Event description:
Device issue: none. Adverse event: thrombosis requiring intervention. Onset of adverse event: four days post procedure. It was reported that the initial procedure was performed on (B) (6) 2010. The lesion was dilated with a non-abbott balloon and the 2.5 x 18 mm promus stent was implanted successfully. On (B) (6) 2010, the pt suddenly had chest pain. An urgent coronary angiogram was performed and it was confirmed that the proximal portion of the stent was occluded due to thrombus. After the treatment procedure, it was confirmed that the pt had timi 3 and no chest pain. The procedure outcome was good. The pt has been discharged from the hospital on (B) (6) 2010. No additional info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.